Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system screen was black. A field service engineer found the station completely down with a dark screen. Both the main medication station and auxiliary station were tested. Each drawer was tested individually, and the issue was isolated to drawers 6.1 and 6.2. The interface controller cards and both main controller cards were replaced, restoring proper operation. The system functioned as intended after the field service engineer repaired the device.